Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal got stuck in the holder. A replacement was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Method: the device was returned to cardiac surgery on june 24, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).